Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead had dislodged. On (B)(6) 2015, the lead was repositioned. Later that day, the lead had become dislodged again. During the second lead revision, the stylet exhibited difficulty inserting into the lead. The lead was explanted and replaced. The patient was fine.